Manufacturer narrative:
The complaint was verified. The power supply had burned components. The device had smoke and fire damage to power supply, cpu pwa, keypad asm, main chassis, and piezo alarm. Replaced all and calibrated mechanism. Mechanism passed. Device powers up with display and passes self-test with no alarms or errors. Probable cause smoke and fire damage. Visual inspection found minor damage to fluid shield. Replaced fluid shield. No other damage found.

Event description:
The event involved a plum 360¿ infuser pump where it was reported that it started smoking from the board and it shutdown. There was patient involvement and delay in therapy; however, there was no patient harm.